Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. Prior to being treated, the customer stated that she had a high blood glucose reading of 249 mg/dl in the morning, which later dropped to 58 mg/dl. After treatment, her blood glucose rose to 86 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The insulin pump was not exposed to high magnetic fields. The customer declined further troubleshooting, and felt that the insulin pump was functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.